Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the release latch appeared to be misaligned. The device was reportedly inspected by bd field support engineer and it was found that the device was "not defective" and the issue was due to improper module disconnection. There was no patient involvement.

Manufacturer narrative:
Root cause: the root cause for the reported issue of a release latch misaligned due to improper module disconnection was not determined because no products or device logs were returned.

Event description:
It was reported that the release latch appeared to be misaligned. The device was reportedly inspected by bd field support engineer and it was found that the device was "not defective" and the issue was due to improper module disconnection. There was no patient involvement.